Manufacturer narrative:
(B)(4). High threshold was not confirmed but blood in the lead and damaged outer insulation was confirmed. Electrical testing on the lead did not find any indication of conductor fractures or internal shorts. Visual examination found blood in the lead. The outer insulation was cut at the suture sleeve tie down. The cut/damage found in the insulation could have led to the field report of blood in the lead. All tines were intact and normal. (B)(4).

Event description:
It was reported that during follow up, high out range, capture threshold was observed on the right atrial channel. X-ray revealed the lead was dislodged. Upon pocket revision body fluid was noted in the lead. The lead was explanted and replaced. The patient's condition was good post procedure.

Manufacturer narrative:
(B)(4)